Event description:
It was reported to philips that the device had ECG interference. Patient involvement is unknown.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. The investigation concludes that no further action is required at this time.